Manufacturer narrative:
(B)(4). Additional information is still pending receipt from this facility regarding this event. A follow up report will be filed if additional details are obtained.

Event description:
Lead management procedure to extract one non-functional cardiac lead. An svc tear occurred requiring a sternotomy. The sternotomy was performed repairing the tear and completing the lead extraction. The patient survived the intervention.